Manufacturer narrative:
Citation: putrino al, best m, yong g. Improved quality of life two-years post transcatheter aortic valve replacement for a regurgitant aortic homograft. Heart lung and circulation. 2015;24(4):e51-e5. Doi:10.1016/j.hlc.2014.11.001. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a case study reporting improved quality of life two-years post transcatheter aortic valve replacement for a regurgitant aortic homograft. All data were collected from a single center. The study population included a single male patient, (B)(6) years of age, who was implanted with medtronic corevalve® aortic valve (serial numbers not provided). Reported adverse events included: new onset complete heart block (chb) two days following the valve implant requiring a permanent pacemaker implantation. Based on the available information, these events were attributed to medtronic product. The physicians also reported that this device was deliberately implanted low in the left ventricular outflow tract (lvot) for proper anchoring and stability within the patient's homograft aortic valve. No additional adverse patient effects were reported.